Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and the system board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while performing CPR during a patient transport, (age & gender unknown) the device's display blanked out.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.